Event description:
It was reported that after pre-dilatation was performed, the xience v stent delivery system (sds) failed to cross the lesion. The device was removed and the lesion was predilated again. Upon loading the sds onto the guide wire, outside the patient, the operator noticed the soft tip of the device was separated. Another stent was used to stent the lesion successfully and the patient is fine. No additional information is provided and no patient effects were noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Re-insertion of the device after full removal from the patient. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
A home patient (hp) contacted (B)(4) regarding connecting during prime on the homechoice (hc) machine. The technical service representative (tsr) advised the hp to start over with new disposables. On (B)(6) product surveillance spoke with the hp who stated he was able to resume therapy successfully with new supplies and that there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v rx stent delivery system (sds) noted contrast visible in the inflation lumen and balloon, which is consistent with preparation. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The soft tip was separated at the distal edge of the clear gap. The material was stretched and jagged at the separation, which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner diameter of the tip was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The stent outer diameters were measured and met manufacturing criteria. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Factors that can contribute to tip detachment include but are not limited to manufacturing, removal from packaging at the account, handling during preparation/use, or insertion of the guide wire. As there was no damage noted during product inspection prior to use, it is likely the tip detachment is related to the procedure. It is likely an interaction with the lesion/anatomy caused damage to the tip, and further interaction during removal could have contributed to the tip ultimately separating. It was reported the xience v was to be re-inserted into the patient anatomy after the failed attempt to cross. It should be noted the xience v instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported failure to advance and tip detachment appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.